Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for low speed alarms when plugged up to the power module. Alarms could not be reproduced. Technical service representative reviewed the log file and did not observe and pump stoppages.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed alarms were unable to be confirmed through evaluation of the patient¿s submitted log file. The submitted log file contained data (B)(6) 2019. The pump was set to a fixed speed of 9200 rpm and the low speed limit was set to 8600 rpm. The actual speed of the pump varied between the fixed speed and low speed limit for the majority of the log file and was recorded just below the low speed limit at 8580 rpm on 10oct2019 at 9:13:52 am and 9:14:02 am. These events were not associated with an alarm and did not appear to be related to a pump related issue. There were no atypical pump related alarms and the log file appeared to show the pump operating as intended. The patient remains ongoing on vad support. The account reported that the patient was experiencing low speed alarms while plugged into their power module. The log file did not capture any atypical pump operation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support with no further related issues reported. The heartmate ii lvas IFU and patient handbook outline all system controller alarms, including low speed advisory and low speed hazard alarms, as well as how to respond to each alarm. No further information was provided. The manufacturer is closing the file on this event.